Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 8 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient was having symptoms of sweating and vomiting. His cgm was 147 mg/dl. The patient did not have a bg meter to use for comparison. On (B)(6) 2024, the patient¿s wife took him to the emergency room (ER). At the ER, the patient¿s bg meter reading was 600 mg/dl (no specific cgm comparison value was reported at this time). The patient was treated with unspecified IV fluids, insulin, and unspecified pain medication. The patient was better, but still in the hospital at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.